Manufacturer narrative:
The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed during visual inspection and functional testing. Analysis of the device revealed that the device failed visual inspection due to a loose power port 2 connection from the controller housing. The power port 2 connection was found completely dislodged from the controller. Internal visual inspection found that the nut behind of power port 1 was loose. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, manufacturer is still investigating this issue. Review of the log files shows two (2) vad disconnect alarms logged on (B)(6) 2016 (reported event date). These alarms indicate a disconnection of the driveline from the pump connector. The reported event of "controller malfunction alarm" could not be confirmed. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study that this patient experienced a controller malfunction alarm. The patient changed from primary controller to back-up controller without issue. The site  mailed the patient a new back-up controller. No further information was provided.